Manufacturer narrative:
The lead was discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements at the end of the implant procedure. Approximately 45 minutes post implant there was evidence of loss of capture (loc) and the patient was bradycardic. The patient has chronic atrial fibrillation (af) with complete heart block with an intrinsic junctional escape rhythm of 30-40 bpm. As such there was no asystole greater than 2 seconds. The outputs were increased and intervention was performed to explant the lead. It was reported that the patient¿s echo scans indicated that the patient¿s heart had a lot of scar tissue. The physician suspects that the high threshold measurements were not due to the functionality of the lead but patient condition. No additional adverse patient effects were reported.